Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09-aug-2019 with the following findings: during investigation, the display was blank at power up with audible and vibratory features functioning. Investigation revealed a failed display flex. A test display was installed and the test display functioned normally. The complaint of a dim display was not able to be adequately investigated due to the unrelated blank screen issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On 09-aug-2019, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.